Event description:
This male patient (age unknown) was presented to the interventional lab for an angioplasty procedure of the lower limb. The vessel is described as moderately calcified with no tortuosity. The length and diameter of the vessel is unavailable. The physician used an ipsilateral approach to access the patient. There is no information as to what size sheath was used or if there was any difficulty accessing the lesion with guidewire. The information states that after placing the stent delivery system (sds) at the lesion and inflating the balloon of the sds with an indeflator, the balloon ruptured at 4 atmospheres. The stent was deployed in the proper position but needed to be post-dilated. The physician carefully removed the balloon and inserted another balloon to successfully complete the procedure. There was no reported injury to the patient. The product will not be returned for evaluation and testing.